Manufacturer narrative:
Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
On (B)(6) 2012, a (B)(6) y/o, female patient with a bmi of 32.2, underwent implantation of a insert tibia logic ps sz3 9mm and insert tibia logic ps sz3 9mm. On (B)(6) 2019, approximately 94 months post implant, the patient underwent revision due to osteolysis.

Manufacturer narrative:
After further review of additional information received the following sections g3, g4, g7, h2 and h3 have been updated accordingly. (H3) based on review of all available information, there is no evidence of the contribution of the devices to the experience reported and it could not be determined as the device was not returned for evaluation. Additionally, the device specific information was not provided, precluding a review of the device history record. The cause of the revision could not be conclusively determined due to the revision reported was not provided; however, it is most likely the result of the patient¿s underlying condition. IFU #700-096-004 states: device specific risks - fracture, migration, loosening, subluxation, or dislocation of the prosthesis or any of its components, any of which may require a second surgical intervention or revision. Patients should be informed that their weight and activity level may affect the longevity of the implant. Patients should be advised to report any pain, decrease in range of motion, swelling, fever, or unusual sounds (e.g. Clicking) as this may indicate positional changes in the implant that could lead to premature failure. This is one of two products involved with the reported event and the associated manufacturer report numbers are 1038671-2020-00395 and 1038671-2020-00396.

Event description:
As reported via legal documentation on (B)(6) 2012 the patient underwent bilateral knee arthroplasties then approximately 7 years, 10 months later on (B)(6) 2019 the patient underwent a revision of the right knee and was implanted with exactech optetrak device. Reportedly the patient experiences daily pain and discomfort in her knee which limits her activities of daily living and impacts her quality of life. Revision operative report of (B)(6) 2019 - postoperative diagnosis- polyethylene wear and significant secondary osteolysis. Findings-the patient had clear evidence of pain and significant synovitis. The patient also had a loose polyethylene patellar component and the knee had significant perioperative evidence of osteolysis by x-ray and MRI scan. At surgery she had significant synovitis due to the loosening of the patellar component as well as the polyethylene wear debris. The osteolysis was related to poly debris. Procedure-the polyethylene insert was sent to the laboratory for analysis as the medical side appeared to be more worn than lateral. Th tibial and femoral components were well fixed. Patella component was grossly loose and there was a significant are of central osteolysis. The patient went to the recovery room in good condition. There is no other information.

Manufacturer narrative:
H3: investigation results - the revision reported was likely the result of prosthesis wear, osteolysis, and an insufficient bond between the device and the patella, which led to aseptic (non-infected) patellar loosening. Possible causes for polyethylene wear include malalignment between the implants, high contact stresses during knee flexion, third body wear, patient-related conditions, instability, or any combination of these possibilities. The extent and root cause of the prosthesis wear, osteolysis, and patellar loosening could not be determined as the devices were not returned for evaluation, and images and radiographs were not provided.